Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damaged. Event history log review was performed and found evidence of reported problem. Visual inspection and current testing were performed. The customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. During investigation the pump was powered up and the pump displayed lec 1871. Simulated use was able to download event log and read out the pump log. However; it was not possible to run the pump because the pump errors out. The pump event log verified that the event occurred (one 1871 alarm recorded). During further investigation, the pump was opened and found the motor drive gear at the end of the motor shaft, not touching the cam gear (0 motor revolutions recorded). According to the investigation the pump motor current measured high. Therefore, services replaced the pump motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited an error 1871 constant alarm. No patient was involved in this event. No adverse effects were reported.